Manufacturer narrative:
Device analysis:the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown.(B)(4): discarded by facility.

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, 1.5cm of the distal tip of the guide wire broke off and remains in the patient's body. The remaining portion of the wire was discarded by the facility. No response has been received from the physician despite three written requests for additional information regarding this event.